Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/contrast keypad buttons intermittently responded to user inputs during testing, the down/contrast keypad buttons required excessive force to activate during testing, it was observed that the down key contact was misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is reportedly "overly sensitive." The pt claimed the pump responds when the button is barely touched. The keypad is intact. There was no adverse event associated with this complaint.